Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pacing impedance measurements greater than 2,000 ohms. It was also noted the helix mechanism would not fully extend upon repositioning. A different lead same model was successfully implanted. Return of the lead is not expected. If the product is returned, analysis will be performed and this report would be updated at that time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. The high pacing impedance allegations were also confirmed.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pacing impedance measurements greater than 2,000 ohms. It was also noted the helix mechanism would not fully extend upon repositioning. A different lead same model was successfully implanted. Return of the lead is not expected. If the product is returned, analysis will be performed and this report would be updated at that time. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to high out of range pacing impedance measurements greater than 2,000 ohms. It was also noted the helix mechanism would not fully extend upon repositioning. A different lead same model was successfully implanted. Return of the lead is not expected. If the product is returned, analysis will be performed and this report would be updated at that time. No adverse patient effects were reported. The product has been received for analysis. Upon completion of analysis, this report will be updated with pertinent information.